Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the log file was made available for further review at the manufacturer¿s site. Based on the log file review, the reported device failure 42.0002 could be confirmed. This device failure indicates a deviation regarding the turbine speed and is audibly and visibly alarmed with high priority. The deviation regarding the turbine speed can be of a minor temporary nature without an effect on the ventilation or can affect the ventilation by causing a restart or interruption of the ventilation. According to the log file, the device performed a restart on the (B)(6) 2023 while the device was in use on a patient; this restart was caused by a turbine speed failure. During a restart procedure, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. The turbine (spare part motor blower unit) was replaced onsite which remedied the issue. In the current event, the device reacted as specified on a detected deviation regarding the turbine speed and posted corresponding alarm messages. The affected device has been repaired. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device posted an alarm regarding a "device failure 42.0002" during use. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device posted an alarm regarding a "device failure 42.0002" during use. There were no patient health consequences reported.